Event description:
During vascular surgery procedure the stripper olive on the vein stripper broke off from the stripper cable and became loose in the pt's thigh. Flouroscopy and incision were necessary to remove the olive. This is the second time this has occurred with this product. Both events involved the small olive becoming loose.